Event description:
Information received indicates, the left siderail will not latch in the upright position.

Manufacturer narrative:
The technician found six rivets on the siderail were broken or missing. The technician replaced the rivets to repair the bed.